Manufacturer narrative:
(B)(4). Batch # m90e6z, m90e21, m90c0m. The analysis results found that the cb12lt device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested. Upon evaluation, a test er420 instrument was inserted and removed through the sleeve assembly and no issues related to the seals were noted. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
Tracking number: (B)(4) date sent: (B)(6) 2015 information was not provided by the contact.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, as the surgeon went from using 5mm instruments in the trocar to 12mm instruments in the trocar, the floating seal assembly would get "stuck" to the side and this would not allow him to introduce the 12mm endocutter without first manually shifting the floating seal assembly back to the neutral center position. He manually shifted the seal assembly back to proper position as needed and was able to complete the case. Please note that it did not happen every time but only occasionally. There were no adverse consequences for the patient.